Manufacturer narrative:
If explanted; give date: n/a. The lens remains implanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of pcb00 monofocal intraocular lens (iol) was observed twisted and small corner of the lens looked to be slightly ripped that almost come off. It was noted also that there was a minimal delay, but no apparent harm to the patient. Furthermore, there was no planned intervention as the lens remains implanted. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).